Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated no further actions had occurred or were planned to resolve the motor stalls and recoveries as the patient¿s pump was working properly when the patient was last seen on (B)(6) 2020. The patient¿s weight was approximately (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep had checked the logs after the stall was reported and everything was normal. It was unknown what caused the stall. The patient's symptoms were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving lioresal (2,000 mcg/ml, 450 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had a magnetic resonance imaging (MRI) on friday ((B)(6) 2020) and the rep confirmed a motor stall and recovery within the 2-hour allotted timeframe. The rep stated everything was okay then. On sunday ((B)(4) 2020), the patient called the rep and reported the pump alarmed at 0305 and again at 0319 when the patient was sleeping. The rep instructed the patient to make an appointment with their hcp and be seen on monday ((B)(6) 2020). However, the patient was not able to do this, so the rep saw the patient "this morning" on (B)(6) 2020. The rep confirmed a motor stall occurred on (B)(6) 2020 at 0305 and a motor stall recovery occurred at 0319 the same morning via the event logs. The patient stated they started to feel different on sunday ((B)(6) 2020) with her spasticity increasing and felt that "the therapy was not working". The patient stated they felt much better today ((B)(6) 2020). Troubleshooting was performed with the rep. Rep would confer with the patient.